Manufacturer narrative:
Continued zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported a right side "rupture" and "free silicone." Also reported "cyst" and "circumscribed oval nodule" which were determined not to be device-related. Device remains implanted.

Event description:
Healthcare professional reported a right side "rupture" and "free silicone." Also reported "cyst" and "circumscribed oval nodule" which were determined not to be device-related. Device remains implanted.